Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 04/15/2015 - device evaluation:the pump has been returned and evaluated by product analysis on 04/03/2015 with the following findings:on investigation, the alleged unresponsive button issue was not duplicated. The pump powered up to the display with vibratory and auditory features. The keypad cover was undamaged and no tactile tissue was found with the buttons. Removal of the cover did not find any contamination under the button contacts. Unrelated to the complaint, display screen was found to be dim with a pinkish contrast.